Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6)2024, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. The patient was very sick. The cgm was reading 139 mg/dl and the blood glucose reading was 450 mg/dl. The patient was taken to urgent care and treated with fluids. There was no documentation of further medical evaluation or intervention. The reporter declined to provide additional details. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, clarified information was provided. It was reported that when the patient was in urgent care, they were treated with a banana bag and insulin. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).